Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 16 months ago. Aneurysm and vessel morphology at the time of implant were not reported. At the time of implant, the ipsilateral limb had not been extended down to the hypogastric artery. It was reported that approx 1 month ago, a distal type I endoleak on the ipsilateral side was identified, and the aneurysm size also has increased. At the time of the event, the iliac vessels were reported as non-tortuous and non-calcified. The physician elected to intervene by implanting a 22 mm aneurx aortic cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak), (short distal sealing zone). Conclusions: (short distal sealing zone).